Event description:
The customer requested an olympus field service engineer (fse) to visit his facility as during routine maintenance for his olympus evis exera ii ultrasound gastrovideoscope, he noted some deterioration of the forceps. There was no patient involvement during this event. While at the facility, the fse discovered that the adhesive on the tip of the distal end was peeling and forming a gap. This report is being submitted to capture the peeling adhesive found during the device evaluation.

Manufacturer narrative:
The olympus fse was on site when the reportable event was noted. After discovering the peeling adhesive, the fse continued the evaluation. An insufficient angle was found due to an elongated angle wire. The rubber adhesive part was discolored. The coating material was peeling at the insertion section. Wrinkles were present on the device. The universal cord had been damaged. The operating part had physical damage present as well. The adhesive on the angle knob was also found peeling. The forceps had deteriorated due to the broken forceps raising wire. There were air and water leaks present, and the ultrasonic probe had been damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.